Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hbsag ii assay performed within specifications. The initially reactive result may have been influenced by the presence of crystals observed on the sample probe. A review of the sample tube indicated the use of a bd edta-k2 tube with clear plasma. Calibration and quality control data were not available for review, and no additional pre-analytical or instrument-related issues were identified. The customer was advised to perform daily instrument maintenance and ensure the sample probe and instrument are clean. The device remains in operation at the customer site.

Event description:
The initial reporter alleged they received discrepant results for a patient sample tested with the hbsag g2 elecsys e2g 300 v2 assay on the cobas e 801 module. The initial test result was 8.1 coi (reactive). The sample was re-tested twice, yielding results of 0.425 coi (non-reactive) and 0.402 coi (non-reactive), respectively.